Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the customer had experienced high blood glucose and reservoir was coming out of insulin pump. The customer blood glucose level was 191 mg/dl at the time of incident and the other blood glucose of the customer was 600 mg/dl. Customer was experienced high blood glucose. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer treated manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was off the insulin pump and it was not in use within 48 hours of high blood glucose. The customer stopped using the insulin pump due to reservoir coming out of the insulin pump.